Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported the cover on the buttons on the insulin pump came off and he attempted to glue the tab that was off. Customer hasn't been able to use. Issues started since customer rode his home in the rain. Blood glucose was 120 mg/dl. The device was exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.